Event description:
On (B)(6) 2012, the patient contacted animas and stated that the pump continues to reset itself. There is no reported adverse event associated with this complaint. There is no additional information available for this complaint. Customer support (cs) has made several attempts to contact the patient to troubleshoot the pump. If more information becomes available, this complaint will be re-evaluated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.